Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the additional information to the b5 section, to update the h3 section and to provide the completed investigation results. H6 - results - 114 is based upon evaluation of user facility information & the returned sample; 213 is based upon dimensional testing and functional testing of the returned sample. One used 6f angio-seal evolution was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was found to be mated with the evolution device body and the deployment sleeve was in a rear lock position with colored bands fully exposed. The suture and compacted collagen hung from the tip of the sheath. There was no anchor returned separately or attached to the collagen/suture knot. The compaction tube was found to be partially released from the device. The button was pressed and was stiff (hard). Fluoroscopic analysis of the device was conducted, and the tamper tube was found to be connected to the rack. No other visual anomalies were noted. For functional testing, the button was pressed, and the suture was withdrawn by pulling manually. The suture was released as intended and no functional anomalies were noted. For further evaluation, the device was disassembled and dried blood like substance was noted on the carrier tube. The compaction tube was removed; dried/congealed blood like substance was noted on its exterior surface. Then, the gearbox assembly visually inspected and the suture could be seen tethered to the suture stake. The gears were rotated in both directions with corresponding rack/compaction tube movement; no functional anomalies were noted. For dimensional testing, the outer diameter of the compaction tube was measured to be 0.055'' within the specifications of 0.055 +/-0.002. All measurements were within the manufacturer specification. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that either the anchor was mispositioned or the tamping sequence could not be performed per the IFU which led the anchor to experience forces greater than the strength of the suture knot leading to its detachment during withdrawal. However, the exact cause of the reported event cannot be determined based on the available information.

Event description:
Additional information was received on 02march2020: there was no squeaking sound heard when the device was pulled back. There was no excessive force to the suture while pulling back the device.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while pulling-back the whole angio-seal evolution device at third, last step of device deployment, there was no resistance felt, and device was pulled out of the artery. Hemostasis achieved with manual compression. With visual inspection the collagen was noted partially compacted at the end of suture, which was few centimeters outside of angio-seal sheet. There was no anchor visible next to the collagen. The sheath size used was 6f. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion. Pre deployment angiogram was performed. There was no equipment or other devices used with the above product. The patient condition was stable. Additional information was received on 04february2020: there was not significant blood loss not greater than 250 cc's.